Manufacturer narrative:
G2: country of origin - india g4: please note that this device (c05b) is not marketed in the united states; however, it is similar to the united states marketed device with catalog# cx01a, 510k# k102397 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for pre-operative diagnosis of vertebral body fracture. It was reported that during a spinal interventional procedure, there was a malfunction of the cement monomer vial. The monomer vial required effort to break and was found to be empty/dried, necessitating the use of another cement to complete the surgery. There was a delay in the overall procedure time. The procedure was completed successfully with a new product, and no patient symptoms or complications were reported as a result of this event. Additional information was received from the manufacturer representative that a portion of the monomer was in solid form (like frozen but not cold). The monomer vial was unusually difficult to break from the top, but when it was finally broken with some effort, it was realized that the bottom portion of the vial was also broken.

Manufacturer narrative:
H3: product analysis: part # c05b; lot # 230022567 visual inspection confirmed the cement polymer has dried in the vial. This may have occurred due to a pre-existing crack in the vial or exposure to uncontrolled temperature changes. Additionally, the remainder of the vial broke during the opening process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.